Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a chemotherapy running and went over time by one hour. Their biomed team completed the evaluation on the pump in question and was unable to duplicate any issues. They performed a preventive maintenance (pm) and all test passed with no issues. The history log of the pump was also provided. The volume to be infused (vtbi) was 500 ml and flow rate was 333 ml/ hour but the actual volume infused was not provided. This occurred during medication treatment with an experimental drug. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Flow rate testing was performed, and the flow rate of the device was found to be within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.